Event description:
It was reported that during a pre tevar/evar embolization of the celiac artery, several coils were deployed successfully. Upon advancement of a new coil, approx. 80% of the coil was left the catheter when the coil was confirmed to have prematurely detached. The physician tried to push the coil into place with the pusher but encountered resistance. The delivery pusher was removed and attempted to push the coil forward with a 10cc syringe successfully. The physician then tried to advance another coil but felt resistance. The coil was removed and filar from the previous coil was observed to be in the catheter while being attached to the coil in the coil pack. The catheter had moved and was floating in the aorta with the filar bridging between the coil and the catheter. The catheter was removed however, the coil remained in the same position. Attempts were made to snare the coil, unsuccessfully. The vs proceeded with the tevar and evar until one of the tevar stent grafts got caught on the filar. Another attempt was made to snare the coil and filar successfully. Later in the case realized that some of the filar was still in the patient's aorta. The tevar and evar were completed. Attempts were made to snare the coil unsuccessfully. The coil was pinned to the aorta wall by the stent grafts. It was reported that the patient also had a bently b graft that moved out of position and migrated close to the aorta. It was more of a concern then the coil filar. The patient was reported to be stable and is doing okay.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The premature detachment and coil migration could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment, and coil migration or misplacement as potential complications associated with the use of the device.

Manufacturer narrative:
The investigation of the returned coil system found the pusher returned with no implant attached. The implant was returned separated from the pusher with coils severely stretched, tangled and broken at the proximal section. The pusher's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The proximal portion of the implant was not returned for evaluation as it remained in the patient's body as described in the reported event; however, supplemental imaging was unavailable for review. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.